Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh and the align were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure on (B)(6) 2005 in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced pain, chronic pelvic pain, vaginal area pain, mesh erosion, mesh protrusion, painful intercourse, vaginal bleeding, physical pain and discomfort, worsened urinary incontinence, unrelenting pain, frequent infections, mesh erosion requiring additional surgeries, anxiety and depression. On (B)(6) 2009, the patient underwent an additional sling implant - align (bard) and cystoscopy . On (B)(6) 2012. The patient underwent excision of eroded mesh on (B)(6) 2012 underwent excision of eroded sling and vaginal ureterolysis . No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 11/10/2016. Additional information: other relevant history.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced overactive bladder.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.